Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."

Event description:
It was reported that an unspecified malfunction alarm occurred. In addition, it was reported that an occlusion alarm occurred. Reportedly, the customer was using admalog. Tandem technical support educated the customer on cartridge/insulin labeling. The customer's blood glucose level was 211 mg/dl. Customer reverted to manual injections for alternative therapy.